Manufacturer narrative:
The returned product was tested per ameda engineering protocol to determine whether the allegation of leaking fluid could be confirmed. The returned product was assessed for indications of malfunction or thermal event. Dark grey substance, e.g battery acid, was observed inside the battery compartment. Internally, no signs of foreign substance, burning, melting or charring were observed. The returned batteries were observably damaged. Add'l testing confirmed that batteries may leak when the upper middle battery is placed incorrectly, with the positive and negative end reversed. The returned product was assessed for functionality and met functional specs.

Event description:
Customer phoned ameda on (B)(6) 2014 to report batteries contained in the battery compartment of her purely yours breast pump "exploded", preceded by a loud popping noise from this area during pumping. Customer reports black fluid leaking from the battery compartment. She did not come in contact with the black fluid and denies injury or burn.